Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was down due to a software issue. Upon functional testing, fse found that the problem with the image processing (ip) pc software. The fse formatted the hdd and reloaded the software. After formatting hdd and reloading software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system was down due to not loading the software. The system was outside of clinical use. No harm to user or patient was reported. A philips field service engineer (fse) inspected the system and formatted the hdd and reloaded the software. The device was returned to use in good working order.